Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Patient underwent surgical intervention wherein the lead was visually confirmed to be fractured. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The report of ¿no stimulation¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. There was also a cam impression consistent with the use of a swift-lock anchor. When a lab swift-lock anchor was aligned to the cam impression found on the lead, the location of the fractured wires corresponded to the proximal end of the anchor. These fractures would be consistent with ¿no stimulation¿ and the ¿high impedance¿ issues reported. The root cause of the fractures is unknown as the patient did not report any falls or trauma prior to the reported event.